Event description:
The following has been reported: main error code 35 possibly position address of stepper motor. Ran for 24+ hours and couldn't reproduce. Upon opening found a lose screw that screws into the chassis. Noticed some scratches on the main ic on the control board and boost capacitor on the supply board; mostly cosmetic. Performed maintenance calibrations, occlusivity and downstream pressure sensor test failures, possibly due to worn membrane. To repeat tests to see if they pass without calibration. Reporting as a conservative measure. No adverse effects were reported. More information is needed to complete the investigation.